Event description:
It was reported that a device issues occurred requiring additional intervention. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad). A 20 x 3.50mm promus premier drug-eluting stent (des) was selected for treatment. During the procedure, due to unexpected and sudden deep "inspiratory" effort by the patient, the stent dislodged from the balloon and migrated into the left main (lm) artery. After multiple snaring attempts, and the stent was eventually brought to the brachial artery, where it was successfully retrieved surgically. Subsequently, it was determined that the patient's breathing difficulty was not related to the introduction of the stent. The procedure was completed by deploying two more stents. The patient experienced discomfort and pain but was expected to make a full recovery.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).